Manufacturer narrative:
Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text: repair service details not provided.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 site name : (B)(6).

Event description:
It was reported that during a routine maintenance, the cardiosave intra-aortic balloon pump (iabp) unit could not be turned on normally. The screen calibration was required and failed.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the video circuit board failure, unable to boot, needs to be replaced. Purchase order (po) sent to customer but customer waives repair. Clinical use of the device is not approved. There was no patient involvement. H3 other text: customer gave up repair.

Event description:
It was reported that during a routine maintenance, the cardiosave intra-aortic balloon pump (iabp) unit could not be turned on normally. The screen calibration was required and failed. No patient involved.

Manufacturer narrative:
Additional information: e1(event site state: (B)(6), event site postal code: (B)(6)).